Manufacturer narrative:
Corrected data: device code: 2993 should be corrected to code 1401 and 3001. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
Per patient email had an od implant date of "on or around (B)(6) 2017". Patient states "symptoms currently on right eye - fogginess, ripples of water effect, ghosting, halos, loss of night vision. Seeking help to refund removal of right icl lens." Information received form the implanting surgeon indicated that a 13.2mm, micl13.2, -13.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. For cause of this event the surgeon reported "no adverse event surgically". Prk treatment was performed on (B)(6) 2018. The lens remains implanted. On patients last visit on (B)(6) 2019, the patients ucva was 20/20-3. Clear cornea, superior pi, clear icl was reported for status of the eye (signs/symptoms). Additonal information states, "patient c/o glare/halos since original icl implanted > at night".